Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised they had issues with high and low blood glucose levels due to insulin pump kicking them off the auto mode feature. Customer advised they treated their low blood glucose with three glucagon shots and the sensor was the reason for the glucagon shots. Customer declined to troubleshoot for high and low blood glucose levels. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Added concomitant products.